Event description:
Pt reported that back to back tests performed on the patient's surestep meter were 328, 216, 162 and 108 mg/dl (100% difference). No symptoms were reported. Lfs rep discovered that the meter is not cleaned according to the manufacturer's product recommendations. There was no allegation of harm. Not able to contact pt on follow-up.